Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient stopped feeling stimulation on (B)(6). The patient previously felt some tingling when they were sitting and they increased stimulation fairly high "when she was running," but the patient had not been feeling stimulation for almost one month. The patient indicated that around the same time that they stopped feeling stimulation therapy also stopped helping. The patient reported that they increased stimulation and tried other programs between 3.5 and 3.9, but turned the ins off last week because it was not doing anything. The patient was at their healthcare provider's (hcp) office on (B)(6). The patient was advised to continue working with their hcp and that there are more than 4 programs and stimulation can be increased further if needed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the sudden loss of stimulation, ¿running,¿ and the sudden loss of therapy was because they had a colorectosigmoidectomy on (B)(6) 2016. Following this, periodically not every day, they felt tingling indicating the device was working, but the last time they felt any stimulation was on (B)(6). Since that time the consumer hadn¿t felt any stimulation despite increasing the level on the programmer, so they no longer bothered turning the device on. In order to resolve these issues the consumer spoke with a manufacturer¿s representative (rep) who suggested increasing the stimulation level and trying different programs, but it didn¿t help. It was noted even before the consumer stopped feeling stimulation, they may not have been responding as well as they previously had because a couple of times after the surgery on (B)(6) they felt as though they had no control. At the current time the issue still wasn¿t resolved, but an appointment was scheduled with a physician on (B)(6) where a rep. Would be available to try and find a solution. The consumer¿s weight at the time of the event was approximately (B)(6) pounds. No further complications were reported.